Manufacturer narrative:
Literature citation: chatellard et al. Efficiency of locking-plate fixation in isolated talonavicular fusion. Orthopaedics & traumatology: surgery & research. 2016; s235-s239. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in an article by chatellard et al, titled, efficiency of locking-plate fixation in isolated talonavicular fusion, that there were 2 cases of deep venous thrombosis and 2 cases of regional pain syndrome documented on scintigraphy. There were no wound healing or septic complications.